Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 6060630. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200643226, 200644523] noted that did not pertain to the complaint.

Event description:
It was reported that sterility is compromised due to seal integrity with a bd¿ sterile insulin syringe. The following information was provided by the initial reporter, translated from chinese to english: it was found gas leaked from the unit package when checking the seal of the package.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterility is compromised due to seal integrity with a bd¿ sterile insulin syringe. The following information was provided by the initial reporter, translated from (B)(6) to english: it was found gas leaked from the unit package when checking the seal of the package.